Event description:
A tps handpiece cord was sent for service and a cut was noted in the strain relief with bare copper wire exposed. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility; it is not a repairable product.